Event description:
The customer returned the device for evaluation and repair of an issue dark image occurring during preparation for use. There is no patient involvement. The intended procedure was completed with another device without any delay. Upon evaluation of the returned device, it was observed that the inside of the light guide (lg) lens is dirty. This medwatch is being submitted for the reportable issue of the inside of the lg lens being dirty as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the inside of the light guide (lg) lens is dirty. Other observations for the device: insulation resistance at the tip is out of standards due to scratch of distal end cover (c-cover); angulation in the up direction is out of standards due to wearing of angle-wire; liquid leaks due to perforation of on distal end rubber coating (a-rubber); stain due to pollution of lg bundle; gap at the adhesive part of a-rubber; crumpling at the connecting tube; scope cover is deformed; and objective lens adhesive is worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿dark image¿ was confirmed and determined to be the result of a dirty/stained light guide (lg) lens. The root cause of the dirty lens could not be determined, however, it is likely that the adhesion part around the lg lens was peeled off due to physical stress such as dropping the tip and chemical stress due to the chemical used, which caused moisture to enter and corrode the lg lens. The event can be detected by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.